Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 28 year old male on impella 5.5 due to acute myocardial infarction. During support, the patient had a high purge pressure (pp) of 1122 and a purge flow (pf) of less than 1.0. Alarm active for purge pressure high. Patient was cannulated for ECMO was not on systemic heparin. There were no purge tubing issues. The purge cassette was changed but the condition has not resolved. The patient remains on support.

Manufacturer narrative:
The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
D6b: added explant date.